Event description:
It was reported that patient experienced ineffective therapy. Diagnostics revealed high impedance on l5 lead. As a result, surgical intervention was undertaken wherein the lead and ipg were explanted and replaced to address the issue. It is unknown which l5 lead had impedances.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6) , batch: 6618334. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.